Event description:
It was reported that the right ventricular (rv) lead helix was difficult to extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted the helix extension/retraction turns were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.